Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reseated the ribbon cable connection between ip and cine bridge board. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze, exhibited an error, and locked up. No patient serious injury or death was reported related to this event.